Manufacturer narrative:
On (B)(6) 2021, it was found that additional information regarding the mammogram and event date was omitted from the previous report. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4), on (B)(6) 2021, mentor received additional information regarding the mammogram result and event date. Mammogram performed on (B)(6) 2021 indicated that the right-sided device appeared to be ruptured, and the left-sided device appeared to be intact. At this time of report, there are no reports of any patient consequences or device issues. The reported medical device no longer meets the criteria for MDR reportability. If additional information is received in the future, a supplemental report will be submitted. H.6. Medical device problem code (a27): no product quality issue the relevant fields have been updated.

Manufacturer narrative:
Additional information: on may 14, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 450cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. The ruptures were confirmed with a mammogram. As a result, the patient underwent bilateral device removal and replacement with 300cc mentor memorygel breast implants, catalog number 3503001bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021. This report is for the patient's left-sided device.